Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the keypad is intact, all buttons were responsive during investigation. Removed keypad to inspect under contacts; no contamination/defects found under keypad. There was visible moisture observed behind display lens. Leak test performed; failed due to pump case leak. Pump case cracked at the bottom corner of the keypad; between the keypad and case seal. Pump opened; evidence of moisture/corrosion found internally on keypad flex and connector. Moisture also found inside cover, on support bracket, battery canister and on the main pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.